Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has not been returned, however, an image returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model avsm07040 covera vascular covered stent system allegedly experienced failure to expand. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has not been returned, however, an image returned to the manufacturer for evaluation. The investigation of the reported malfunction is inconclusive for failure to expand. The definitive root cause for the reported event is unknown. The device is labeled for single use. H10: g4. H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model avsm07040 covera vascular covered stent system allegedly experienced failure to expand. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.